Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) was showing an electrical test fail code #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was showing electrical testing fail code 50 intermittently. So, in order to fix the issue, the fse replaced the motor controller pcb. The fse then checked the unit and found it working fine. The unit was then handed over to the customer in good working condition.

Event description:
N/a.